Manufacturer narrative:
(B)(4). The patient (pt) experienced peritonitis manifested by cloudy effluent and had been hospitalized on the same day. Five days after being admitted, the pt was discharged. Twelve days after occurrence, the patient's peritoneal dialysis (pd) catheter was removed and the pt was switched to hemodialysis, per the patient's preference. At the time of this report, the pt was recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13c25030 and h13c28026 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional or relevant information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, manifested by the patient not feeling well. The cause of the peritonitis was unknown. Five days after the onset of peritonitis, the patient was hospitalized. The treatment for peritonitis was not reported. The patient had not yet recovered from peritonitis. Additional information was requested and was not available at this time. This is report 1 of 3.